Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high defibrillation thresholds (dfts) and was unable to convert at 41 joules (j). This rv lead was explanted. No additional adverse patient effects were reported.